Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there was no activity outside normal use observed in the black box or history. Performed a rewind, load and prime steps and both sequences were accurately recorded in the pump history. No pump conditions or alarms representing a malfunction were recorded in the alarm history or the black box. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A 10 unit audio bolus and a normal 10 unit bolus were completed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on the keypad. There was no defect found.

Event description:
On (b)6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. During troubleshooting for a separate issue, it was noted there was no record in the history of the cannula being filled during prime. A prime and fill cannula sequence was performed during troubleshooting and the actions were not properly recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.